Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med app was not loading. A technical support specialist remotely dialed in and launched the med app. The customer verified that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es stuck in blue screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.